Event description:
It was reported that removal difficulty, stent not fully expanded, and stent migration occurred. The 80% stenosed target lesion was located in the moderate to severely tortuous and non- to mildly calcified proximal circumflex artery. No lesion preparation was performed. A 4.50 x 16mm synergy xd drug-eluting stent (des) was advanced for treatment. The stent was inflated at 11 atmospheres (atm) for 20 seconds and appeared normal and expanded. The stent was placed; however, the stent shifted distal to the lesion. Another 4.50 x 12mm synergy xd des was advanced to cover the missed lesion and was inflated at 12 atm for 20 seconds. Prior to removal, the balloon was deflated; however, when the physician tried to remove the balloon catheter, there was resistance. The inflation device was checked to confirm it was down and the doctor pulled to get the catheter out. After removal, it was noticed that the stent itself pulled back into the left main artery, and the distal edge of the stent appeared to be not fully expanded and also was now proximal to the lesion. Subsequently, another 5.0x12 synergy xd des was advanced and inflated at 16 atmospheres for 10 seconds to put between the 2 stents and "tacked" everything down. A non-boston scientific balloon catheter was used to post dilate all and the procedure was completed successfully. Intravascular ultrasound confirmed there was no crushed or broken metal or other issues, and the end result was fine. There were no patient complications reported.